Event description:
A customer reported they observed a crack in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. At this time, there was no report of death, serious injury or mistreatment associated with this event. Attempts have been made to clarify this information.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available. Remedial action (B) (4) was reported to the (B) (4) district office on 14 apr 2009.

Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2010 in patient's right eye. The lens was explanted on (B)(6) 2010 due to excessive vaulting. Subsequently, the patient had elevated iop, narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery door latch area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c. The remedial action was associated with cracks in the thermistor barrel area . This is a final report.